Manufacturer narrative:
Eval code - device was not returned for eval. The device is a synthetic device made from (B)(4). Injuries with as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instruction for use).

Event description:
Proxy biomedical was notified on the (B)(4) 2014 via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2014 regarding a polyform product from a pt's legal rep. The complaint states that following implant of polyform mesh the pt suffered an injury. The date of implant of the mesh is (B)(6) 2011. The pt is identified as "(B)(6)". The pt's date of birth is unk; her weight and height details have not been provided. The hospital where the implantation procedure took place is the (B)(6), USA. The physician who treated the pt is dr (B)(6). The implant involved in this complaint is a polyform synthetic mesh - the part number is a 10x15cm or 15x20cm; the lot number is unk.